Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode. The device was recommended to be explanted and has been explanted at a surgical intervention at this time. No additional adverse patient effects were reported.